Manufacturer narrative:
Film evaluation summary: the exact cause of the stent graft infolding occurring during implant, leading to the proximal type I endoleak, could not be determined from the films provided. Pre-implant CT¿s revealed that the neck diameter just below the lowest right renal artery measured ~25mm and contained thrombus (21x 23mm flow lumen diameter), and 25mm lower near the bottom of the neck measured ~30mm in diameter (26mm flow lumen). CT¿s from 3 months post-implant revealed that the bifurcate proximal od measured ~28mm just below the renal arteries. Beginning near the level of the sma where the aortic diameter measured ~27mm, two entangled suprarenal stents and the anterior portion of the bifurcate had radially infolded ~15mm, and there was a proximal type I endoleak. After implanting another manufacture¿s stent, the infolding and associated proximal type I endoleak appeared to have mostly resolved. It is possible that stent graft diameter oversizing, implanting a 36mm od bifurcate into a 25mm neck which also contained thrombus, may have contributed to the fabric infolding. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 5.5 cm abdominal aortic aneurysm. The final angiogram, during the index procedure, revealed that the main body appeared to be infolded. It was reported that CT imaging done three months later showed that the proximal fabric was infolded and there was a type ia endoleak. An angiogram was performed, prior to intervention, and a proximal type I endoleak was not observed. The physician elected to implant another manufacturer's stent graft. A 360 degree final angiogram was performed and the proximal infold appeared to be resolved. There was a slight infold proximal to the flow divider. Per the physician, the cause of the infolding and proximal type I endoleak was unknown. The patient was stable following the intervention. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.